Event description:
It was reported that the patient's ipg was inoperable. Troubleshooting was attempted, but the ipg would not connect to external devices. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.